Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2015-23171 the patient's lead was returned to the manufacturer for analysis after the physician electively removed the device during the patient's ipg explant procedure. Subsequently, analysis revealed the device tested out of specification. The patient's lead has been added to this event as a new device (device 2).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient felt his ipg getting warm while inside of his body. It was also reported the patient was not recharging his ipg at the time. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the ipg was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Product returned (B)(6) 2015 sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information also revealed the patient's leads were electively explanted at the patient's request on (B)(6) 2015.